Event description:
Customer reports that there was increased threshold and sic 3516, the patient had a new rv lead implanted which was shown to be oversensing through the original generator. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).